Manufacturer narrative:
Product available to stryker - updated. Returned to manufacturer - updated. Expiration date: added. Device evaluated by mfg: updated. Manufacturing date: added. Summary attached: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent delivery wire was kinked which is likely to have occurred during the clinical procedure. The stent had been deployed during the procedure, and was thus not available for inspection. Consequently, functional inspection could not be performed due to the condition of the returned device. Based on the information available and analysis of the returned device, an assignable cause of an operational context has been assigned to the reported event 'stent deployed prematurely during use' and to the as analyzed ¿stent delivery wire was kinked¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the stent was prematurely deployed in the middle of the catheter. There were no reported patient consequences due to the event.

Manufacturer narrative:
The device was not received.

Event description:
It was reported that the stent was prematurely deployed in the middle of the catheter. There were no reported patient consequences due to the event.